Manufacturer narrative:
The nexgen posterior referencing instruments (pri) instruments are non-implanted, reusable instruments that are used during posterior approach total knee arthroplasty. The instruments utilize aluminum titanium nitride (altin) black coating as a cosmetic means to depict points of attachment or adjustment on these instruments. The instrument(s) noted on the complaint are included in a voluntary field action initiated on march 14, 2011 for specific lots which have the potential for exhibiting a breakdown of the aluminum titanium nitride (altin) black coating. Reference removal report 1822565-2/24/2011-002-r for additional details. Breakdown of the altin black coating was observed on returned instrument(s). Device history records indicate all components were manufactured and inspected to specification at the time of manufacture.

Event description:
It is reported that the black coating is coming off.